Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colectomy procedure, when he lubricated his hand and inserted it into the device; he then closed the iris valve and when he pulled his hand back to make an adjustment the rubber tore around the rim. Another device was used to complete the procedure. There was no adverse consequence to the pt.